Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit and was able to reproduce the reported malfunction. To fix the issue, the stm replaced intermittent power supply. The stm then, performed a complete calibration and functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shuts off. It had no power. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.